Manufacturer narrative:
Three (3) attempts have been made by lumenis to obtain; patient treatment settings, patient information, patient photos. Only patient photos were provided. Subject device was installed on (B)(6) 2018 and an examination of the subject device by a lumenis engineer after installation on (B)(6) 2018 concluded the device operated to manufacture specifications and no device malfunction was reported or observed. Subject device was de-installed on (B)(6) 2018 from the user facility by a lumenis engineer that stated: "de-installed laser, packed up for shipment, tested system on tongueblade per customers request, system working properly". Lumenis was not informed by user facility about any service or adverse events related to the subject device from installation on (B)(6) 2018 until its de-installation on (B)(6) 2018. No treatment settings were provided; therefore, a clinical review of the treatment settings cannot be performed. Based on the information provided by the user facility a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A law firm representing the patient reported on (B)(6) 2018 that one (1) patient sustained a burn to face, chest and neck following treatment with a lumenis acupulse laser.